Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and intermittent loss of capture on the right ventricular (rv)-his bundle lead requiring a temporary rv lead. The lead was explanted and replaced. The lead replacement had high impedance after multiple attempts and was not implanted. An additional lead was attempted and not implanted as it did not have good capture. Another lead was subsequently implanted. No patient complications have been reported as a result of this event.